Event description:
It was reported that during an implant procedure the physician had difficulty implanting the electrode. The lead would not advance into the header and was not even getting to the setscrew. Technical services recommended mineral oil. The physician attempted the implant using two different subcutaneous implantable cardioverter defibrillator (s-ICD) devices and two different electrodes in which all were unsuccessful. It was noted that the cans were placed in an antibiotic soak prior to attempting to connect the devices. It was thought that this may have caused a connection issue. The physician removed the device, and the patient was implanted with a single chamber implantable cardioverter defibrillator (ICD). The products are expected to be returned. No additional adverse patient effects were reported.